Event description:
It was reported that, after a tka procedure had been performed, patient was entered to surgical room to have right knee revision surgery. It is unknown what patient experienced. This adverse event was address by revision surgery on (B)(6) 2022, to exchange an unknown journey ii xr knee tib baseplate. Patient's current health status is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka procedure had been performed, patient was entered to surgical room due significant pain and stiffness in the knee. The range of motion of the knee just prior to surgery was near zero. When the knee was opened it was found that bone had grown completely around the femoral component anteriorly and distally, and bone was streaming proximally from the periphery of the tibia, causing a near encapsulation of the joint, and essentially creating a fused knee. This adverse event was address by revision surgery on (B)(6) 2022, to exchange an unkn journey ii xr knee tib baseplate. Patient's current health status is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, after a primary tka procedure had been performed on (B)(6) 2021, reportedly, the patient went back to surgery to have right knee revision surgery (B)(6) 2022 to exchange an unkn journey ii xr knee tib baseplate. It is unknown what patient experienced. Based on the images provided there could be some radiolucency under the tibial base plate anteriorly as well as some osteolytic change middle beneath the baseplate. There is some radiodensities anterior to the patella but unknown what the reason for the reported revision or the symptoms the patient was presented. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The patient's current condition is unknown, and the patient impact could not be determined based on the limited information provided. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include alignment, size selected of the device used or wear. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.